Event description:
It was reported an automated pd set with cassette leaked at the patient line. The event occurred after priming; prior to connecting to the patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.